Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred and the user was unable to clear the alarm. The user's blood glucose level was not impacted. It was confirmed that the user had an alternate method of insulin delivery.